Event description:
Pemgarda use for covid-19 under emergency use authorization (eua): IV site burning post medication and 0.9% sodium chloride flush was reported. A swollen bump at the IV site was observed. No other signs and symptoms were reported/observed.